Event description:
The complainant reported the hub detached from the catheter during an aortic arch angiogram procedure. There was no harm or injury to the patient or staff.

Manufacturer narrative:
Conclusions: the suspect device was discarded at the hospital; however, unused devices of the same lot number have been returned for evaluation. An investigation will be performed and a follow-up report will be submitted when additional information is available.